Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches"), vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: uti/yeast(candida)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast(candida)"), tooth disorder ("dental problems"), menorrhagia ("heavier menstrual cycles/blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety/brain fog/depression/mood swings"), feeling abnormal ("psychological or psychiatric problems condition: anxiety/brain fog/depression/mood swings"), mood swings ("psychological or psychiatric problems condition: anxiety/brain fog/depression/mood swings"), urticaria ("rashes or skin conditions type: hives") and depression ("psychological or psychiatric problems condition: anxiety/brain fog/depression/mood swings") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol; etonogestrel (nuvaring) and surgery (otal laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysgeusia, migraine, vulvovaginal candidiasis, urinary tract infection, tooth disorder, menorrhagia, dysmenorrhoea, anxiety, feeling abnormal, mood swings, urticaria, weight increased and depression outcome was unknown. The reporter considered anxiety, depression, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, urticaria, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Lot number: a22174 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: mr received: device removed, case become incident, essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.